Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect (B)(6) combo result of (B)(6) s/co was generated for a blood donor on (B)(6) 2019. The same donor made a blood donation on (B)(6) 2019 which was rejected due to the (B)(6) result being (B)(6) at (B)(6) s/co. The serum bank sample from (B)(6) was tested using western blot and the result was indeterminate with a positive p24 band. The sample will be sent for (B)(6) viral load testing as it is unclear which result is correct. No adverse impact to donor or patient management was reported.

Manufacturer narrative:
No customer returns were available. An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of manufacturing documentation, and a review of product labeling. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. A retained reagent kit of lot number 04485be00 was tested and did not reveal that the sensitivity performance of the lot was negatively impacted. A review of product quality history did not identify any issues associated with the customers observation. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, a product deficiency was not identified.